Event description:
Reported by the complainant as follows... A pt had rectal bleeding while flex-seal in use and flexi-seal was then removed. Sutures placed to stop bleeding. Complainant dictated on (B)(6) 2011, this pt had anal ulcers with sutures seen and multiple sutures were placed to stop the bleeding. Pt was discharged. The event is deemed serious as it was reported by the physician that a life threatening hemorrhage occurred and medical intervention was required to suture the bleeding area(s). From a preliminary clinical perspective, a causal relationship between the device and this event is deemed possible because there is a temporal relationship between it and the rectal mucosa. This issue does not constitute a risk to the safety of the public at large.

Manufacturer narrative:
Reported to the FDA on june 30, 2011.